Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 808:02 was confirmed during product evaluation. The root cause of this condition was assigned to bad/defective pump head module. The pump head module was replaced in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump that experienced failure code 808:02 two times. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the general pt ward. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available the user interface module software version is unknown at this time.